Manufacturer narrative:
Concomitant medical products product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-jun-2025, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got an x-ray and the x-ray showed the patient's paddle lead had migrated up one vertebral body. Patient had not had any falls. The patient is scheduled to readjust his programming.the issue was reported to be resolved. No symptoms were reported.